Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Pump passed the delivery accuracy test. Unit received with cracked retainer, minor scratched display window, stained keypad overlay and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they were having a lot of lows with the sets they had been using in (B)(6) 2017. The lows were usually shortly after set changes. The customer believes they got a lot of over deliveries. On one occasion they had blood glucose of 30 mg/dl at the time of the incident. The customer was at 192 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will be returned for analysis.